Event description:
It was reported that intima-ii 24gax0.75in prn slm npvc catheter broke. The following information was provided by the initial reporter: the catheter tube was broken during using, the broken part might be possible in the patient's body, and the broken part was at 1 cm from the front end. Because hospital needed to do research, there was no sample for now. 2020-11-19 received an update from the sales representative, and the event description is updated as follows: 1. The incident occurred during infusion, and the indwelling time is 2 days. 2 .the infusion drug is not clear. 3 .the patient is a newborn, about 10 days. 1. Patient: female, 6-day-old newborn, hospitalized due to abo hemolytic jaundice. Used xiangma 24g straight type, 3ml flush for flushing and sealing tubes. In the morning on (B)(6), a catheter was placed in the small saphenous vein. During the infusion and flushing and sealing of the catheter, there was no abnormality. At about 2 pm on (B)(6), a leak was found at the puncture site. The nurse performed the extubation. After pulling out, the catheter was found to be missing. The length of the missing is about 1 cm, and no broken tube is found around the bedside of the child. The hospital used b-ultrasound and bedside x-rays, and no broken tube was found. It was transferred to (B)(6) hospital on the evening on (B)(6). No broken tube was found in the CT examination on the morning of on (B)(6), and the hospital plans to conduct an intervention search. 2. The hospital keeps the broken tube sample by itself, and does not agree to hand it over to the company for the time being. 2020-12-07 received an update from the sales representative. The event description was updated as follows: the feedback of xiangma discontinuation in (B)(6) hospital is as follows: I. Event history 1. Patient: female, newborn, 6 days old, hospitalized due to abo hemolytic jaundice. Use sangmyung 24g straight type, 3ml flush tube. On the morning on (B)(6), catheterization was performed in the small saphenous vein of the legs of the lower extremities. The fixation plate was not used. No abnormalities were found in the infusion and flushing of the catheter during the period. On november 18, the puncture point leakage was found at around 2:00 p.m., the nurse performed extubation, and the catheter was found missing after extraction. The missing length was about 1cm, and no broken tube was found around the bed. B-mode ultrasound and bedside x-ray were adopted in the hospital, but no broken pipe was found. On the evening on (B)(6), he was transferred to (B)(6) hospital. On the morning on (B)(6), CT examination showed no broken tube. He has been hospitalized in (B)(6) hospital since on (B)(6), and was transferred back to (B)(6) hospital. During this period, he organized expert consultation and examination for many times, but no broken tube was found, but he could not be judged not in the body. The child has no obvious discomfort and no weight gain since birth. 2. Follow up the follow-up of the child (whether it is in the body, whether it affects life safety) and give timely feedback ii. Current appeals of the hospital: 1. Conduct quality test for broken pipe indwelling needle, and issue official test report. 2. The hospital placed 24gy sangmyoma under in vitro x-ray development, and the development results were indistinguishable (as shown in the picture). The hospital questioned the development of intima-ii's catheter tube.

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number: 9323970. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that intima-ii 24gax0.75in prn slm npvc catheter broke. The following information was provided by the initial reporter: the catheter tube was broken during using, the broken part might be possible in the patient's body, and the broken part was at 1 cm from the front end. Because hospital needed to do research, there was no sample for now. On (B)(6) 2020 received an update from the sales representative, and the event description is updated as follows: the incident occurred during infusion, and the indwelling time is 2 days. The infusion drug is not clear. The patient is a newborn, about (B)(6). Patient: female, (B)(6) newborn, hospitalized due to abo hemolytic jaundice. Used xiangma (B)(6)g straight type, 3ml flush for flushing and sealing tubes. In the morning of (B)(6), a catheter was placed in the small saphenous vein. During the infusion and flushing and sealing of the catheter, there was no abnormality. At about 2 pm on (B)(6), a leak was found at the puncture site. The nurse performed the extubation. After pulling out, the catheter was found to be missing. The length of the missing is about 1 cm, and no broken tube is found around the bedside of the child. The hospital used b-ultrasound and bedside x-rays, and no broken tube was found. It was transferred to (B)(6) hospital on the evening of the (B)(6). No broken tube was found in the CT examination on the morning of the (B)(6), and the hospital plans to conduct an intervention search. The hospital keeps the broken tube sample by itself, and does not agree to hand it over to the company for the time being. On 12/07/2020 received an update from the sales representative. The event description was updated as follows: the feedback of xiangma discontinuation in chongqing maternal and child health hospital is as follows: event history. Patient: female, newborn, (B)(6) old, hospitalized due to abo hemolytic jaundice. Use sangmyung 24g straight type, 3ml flush tube. On the morning of (B)(6), catheterization was performed in the small saphenous vein of the legs of the lower extremities. The fixation plate was not used. No abnormalities were found in the infusion and flushing of the catheter during the period. On (B)(6), the puncture point leakage was found at around 2:00 p.m., the nurse performed extubation, and the catheter was found missing after extraction. The missing length was about 1cm, and no broken tube was found around the bed. B-mode ultrasound and bedside x-ray were adopted in the hospital, but no broken pipe was found. On the evening of (B)(6), he was transferred to (B)(6) hospital. On the morning of (B)(6), CT examination showed no broken tube. He has been hospitalized in (B)(6) hospital since (B)(6), and was transferred back to (B)(6). Maternal and child health hospital. During this period, he organized expert consultation and examination for many times, but no broken tube was found, but he could not be judged not in the body. The child has no obvious discomfort and no weight gain since birth. Follow up the follow-up of the child (whether it is in the body, whether it affects life safety) and give timely feedback current appeals of the hospital:. Conduct quality test for broken pipe indwelling needle, and issue official test report. The hospital placed 24gy sangmyoma under in vitro x-ray development, and the development results were indistinguishable (as shown in the picture). The hospital questioned the development of intima-ii's catheter tube.